Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the hand-switch was required to be replaced. Once replaced, the imaging system then passed the system checkout and was found to be fully functional. Concomitant medical products: product ID: bi71000194, serial/lot #: none. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of a procedure. It was reported that their hand switch will not take 2d images on the o2. There was no patient present when this issue occurred.